Event description:
During a tvh procedure, the surgeon experienced the jaws sticking to tissue. At the end of the case, the surgeon over sutured to control a bleeder. No pt harm was reported.

Manufacturer narrative:
Analysis determined the center of the coagulation surfaces touched when the jaws are fully closed on thin tissue. This condition can result in a no coagulation effect. The cause of the failure cannot be determined at this time.